Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. There was no adverse impact to customer's blood glucose level as the pump was used for demonstration purposes only. The customer reverted to alternate insulin therapy.